Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the foley became disconnected at the seal at the junction of the catheter and tube connection point.

Manufacturer narrative:
H 3 device evaluation: a device history record (DHR) review could not be performed because a lot number could not be provided by the customer. One decontaminated drainage bag was received. The sample was visually inspected. The reported problem was observed in the sample, the catheter was separated from the connector. A corrective and preventative action (CAPA) was opened to address the reported condition through a more robust investigation. This complaint will be used for tracking and trending purposes.